Event description:
Boston scientific received information that the patient's daughter called to report that her brother found their mother deceased. The caller was requesting to review the last remote monitoring transmission from the date of death. They called the physician, who then contacted a boston scientific field representative. The field representative reportedly picked up the device the next day. The family believes the device's pacing functionality was working, but didn't think the device shocked the patient and stated the cause of death was listed as an arrhythmia. No autopsy was performed. The family also noted that they received a letter from the physician stating that as of (B)(6) 2014, the device was working appropriately.

Manufacturer narrative:
(B)(4). Attempts are currently being made to obtain additional information. This report will be updated when further information is available.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The field representative was contacted and confirmed he was called to interrogate the patient's device post-mortem. He confirmed that after reviewing the interrogation printouts, there was no information to suggest a device malfunction occurred or that the device did not function appropriately. The physician retained the reports, so they are not available for return. To this date, the device has also not been returned.